Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient had a fall and then presented with a lead experiencing high impedance. The physician suspected the lead had fractured. The lead was capped and replaced on (B)(6) 2018. The patient did well during and after the capping and replacement.